Event description:
During analysis of the vns pt's explanted generator, it was found that it had been returned with settings indicative that a faulted diagnostics test had occurred. It is unknown when this faulted diagnostics test occurred. It is possible that this could have effected the pt's therapy if the fault occurred prior to explant. A review of the operative notes indicate that diagnostics of the vns were performed prior to explant, however, there was no indication that a faulted diagnostics test occurred. Attempts for further info are in progress.